Event description:
The pt had a previously placed niti-s stent (century medicals) which covered the area of the papilla vater in the bile duct and on (B)(6) 2014, the cook npds-5 device was placed in the pancreatic duct through the mesh of the bare stent. The complaint npds device was attempted to be removed from the pt, but the flap of drainage catheter got stuck in the branch of the pancreatic duct. The physician planned to remove it using a snare, so he inserted the wire guide (wrangler/piolax) into the complaint device, then inserted the snare tts. He grasped the npds catheter near the papilla vater, however, the npds device became separated. A section of the catheter remained inside the pt's pancreatic duct. Unsuccessful retrieval of the fractured piece of the npds device was attempted with a lithocrush (olympus) and reforma (piolax). The physician placed a 4fr enpd (gadelius) and finished the procedure. On (B)(6) 2014, the physician attempted again to retrieve the fractured npds catheter with a tts snare but again was not successful. On (B)(6) 2014, a pancreaticoduodenectomy was performed and the fractured piece of the npds catheter was removed. The removed catheter will not be returned. No further adverse effects to the pt have been reported as occurring.

Manufacturer narrative:
The npds-5 device involved in this complaint is not available for return. Therefore, the cause of the complaint could not be conclusively determined. With the info provided, a document based investigation was carried out. The complaint was confirmed based on the customers testimony and the photograph provided of the npds device. Prior to distribution all npds-5 devices are subjected to a visual inspection to (B)(6) 2014, and the fractured catheter piece was removed. No further adverse effects to the pt have been reported as occurring. As he lot number of the device was not provided a review of the manufacturing records could not be completed. Complaints of this nature will continue to be monitored for potential emerging trends.